Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusions occurred. The customer's blood glucose (bg) level was 600 mg/dl. The customer was given a manual injection to address elevated bgs. Reportedly, the customer reverted to manual injections for insulin therapy.